Manufacturer narrative:
Product event summary:the full lead was returned for analysis. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. The helix of the lead was extrinsically bent. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during a device change-out, the helix of the implant right ventricular (rv) lead extended without operator input causing dissection of the superior vena cava (svc). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.